Manufacturer narrative:
On 15-jul-2021, mentor received additional information regarding the patient¿s symptoms and suspected medical device. The patient experienced right-sided grade unknown capsular contracture. The deflation was caused by the capsular contracture. The suspected medical device was returned for evaluation. On 19-jul-2021, mentor received additional information regarding the patient¿s symptoms. The baker grade of the capsular contracture is grade ii. On 27-jul-2021, mentor received additional information regarding the suspected medical device. Initially, the lot number and serial number of the suspected medical device were reported as 6906218 and (B)(6) respectively. However, additional information revealed that the actual lot number and serial number were 6891361 and (B)(6) respectively. The relevant fields have been updated. On 4-aug-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned sample revealed a tear within a crease/fold on the posterior view measuring approximately 0.1 cm. Leak testing was performed in accordance with mentor procedures, and no more leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 300cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.